Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath and then the iab, which became "stuck on the way to the aorta." Md removed the iab and the sheath as one unit. He noticed the membrane of the iab was unwrapped after he removed it from the patient and out of the sheath. The md inserted another sheath and iab without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.